Event description:
One patient sample with initial free t4 result of 11.9 pmol/l. Same sample repeated using different method gave result of 17.9 pmol/l. If additional information is received, appropriate notification will be provided.